Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and a particulate matter (pm) was observed inside the tubing due to a degraded piece of burned plastic inside the tubing. The reported condition was verified. The cause of the condition was not determined. Furthermore, no cut, slice or hole was observed via the photograph. Due to the nature of the reported problem no additional testing could be performed. Therefore, the reported indentation could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set was indented, and had brown foreign matter in the indentation. This was identified prior to patient use. There was no patient involvement. No additional information is available.